Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned one (1) loose 0.5ml bd insulin syringe. Consumer reported finding 1 insulin syringe to be damaged in the poly bag. The returned syringe was examined, and it was observed that the syringe was broken, and the barrel tip was broken. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200862422, 200862100] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken barrel tip: there were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined. Broken syringe: root cause: l2l dispatch #86737 was opened on (B)(6)2020 for barrel getting jammed in the prep dail. The rails were out of adjustment. Corrective action: the rails were adjusted ((B)(6)2020).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced insufficient cannula length and product damage. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: (B)(6)batch no: 0022157 consumer reported finding 1 insulin syringe to be damaged in the poly bag. Stated the whole syringe looks crinkled and it looks like there is only half of the needle on it. Date of event: (B)(6)2020

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced insufficient cannula length and product damage. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 328468 batch no: 0022157. Consumer reported finding 1 insulin syringe to be damaged in the poly bag. Stated the whole syringe looks crinkled and it looks like there is only half of the needle on it. Date of event: (B)(6) 2020.